Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. The customer's address is (B)(6) has been used as a default.¿ FDA notified: the initial reporter also notified the FDA on (date) via medwatch #: mw5100076. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: material number and batch number is unknown; reviews could not be performed. Based on limited information available after multiple unsuccessful attempts to obtain - unable to assess the rm documentation. No sample was provided by the customer after multiple request.¿ CAPA is not required at this time.

Event description:
It was reported that 2 unspecified bd syringes experienced difficult plunger movement. The following information was provided by the initial reporter: material no: unknown . Batch no: unknown. I put an IV in the patient's arm and went to flush it with a 1-ml 0.9% sodium chloride injection, I was able to flush it fine until it got about 5ml left in the flush, then it would not flush. I could pull blood back into the tubing and continue to flush the syringe up until it got 5ml, then it would not flush any more. I placed a different flush onto the tubing and it flushed through just fine. When the "problem" flush was not attached to anything any longer, I attempted to flush it again; once again it would not move past the 5ml mark. I could pull it back, but once again could not push it past the 5ml mark. Then once again this happened shortly afterward. A different flush was used again when another nurse on the floor was putting an IV in. Once again, it would not flush past the 4ml point of the syringe. Another flush gotten , and it worked just fine when this "problem" flush was taken off the IV line. Once again tried to push the fluid through the flush. Could not push it past the 4ml point of the flush, could pull the fluid back in the syringe but not flush it through past 4ml point of syringe.